Event description:
Doctor inserted a 2.5 x 12 emerge rx balloon and inflated it inside the guide as a trapping balloon to assist with the removal of 2.25 x 18 resolute integrity rx stent. During the attempt to remove the stent the distal shaft of the balloon broke of inside the guide catheter. Once doctor was aware of the incident, he carefully removed both the stent and the remaining balloon.